Event description:
It was reported that while inserting a 5.0mm locking screw for an intertrochanteric fracture, the hex part of the screwdriver broke off into the head of the screw. The surgeon was able to remove the broken piece from the screw head. Another screwdriver was used to perform the final tightening of the screw. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip was broken off. The relevant dimensions were checked and found within specifications. The fracture face was homogenous, which indicates material conformity. There was a clearly visible deformation at an edge at the forefront of the broken tip. This is a clear indication that too much lateral stress was applied onto this screwdriver, which can cause such a breakage. No manufacturing related fault could be detected. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.